Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels in the 350's mg/dl range. Correction boluses via the pump were delivered and manual injections were administered to address the bg levels. Reportedly, the customer's healthcare provider administered one of the manual injections to address the bg level. System check with tandem technical support indicated pump was performing as intended. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer that apidra insulin was contraindicated to be used with the pump.